Event description:
It was reported that during an arthroscopic rotator cuff repair procedure the camera head ac - c-mount device that 21 minutes into the procedure the image turned completely blue for about 5 seconds, and the operation was temporarily suspended to reconnect the camera head and connector. After that, the image frequently turned completely blue, horizontal lines appeared on the screen and the image froze, and the circle of the scope on the screen shifted horizontally and the image froze again. This occurred more than 20 times during the operation, and the operation was temporarily suspended each time. The surgeon decided that if the image became completely invisible, they would have to change to an open procedure, but after repeated reconnections, the operation was completed by arthroscopy. There was a 50 minute delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a video was provided for evaluation. Visual inspection of the returned video found that the monitor is showing image noise and visibility issues. The overall complaint was confirmed as the observed condition of the camera head ac c mount china local would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: null. Device history batch: null. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. E1: the reporter¿s complete facility address was not provided.